Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient's mother stated that the patient was admitted to the hospital for diabetic ketoacidosis on (B)(6) 2017. The patient's mother said that the patient is ok and stabilized. The patient's mother stated that the patient is still in the hospital as of (B)(6) 2017. No product defects or failures were alleged. At time of contact the patient's condition was stable. No additional event or patient information is available.